Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Service history of the device showed no previous reported repairs. The customer reported issue was confirmed as the flex sensor was found to be damaged. The flex circuit was replaced. The device then passed all tests after the repairs.

Event description:
The customer returned the product for cassette not latching and software update was needed (fc050), during device evaluation, a damaged flex circuit was identified. There was no patient involvement.